Manufacturer narrative:
The technician found the right siderail hi/low up switch was shorted. The technician replaced the function switches to repair the bed.

Event description:
Info received indicates the hi/low function runs up unintentionally when the bed is plugged in.